Manufacturer narrative:
(B)(4). Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a constant pump error 38 alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston in the insulin pump did not go down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.